Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). No additional information has been provided. The customer repaired the device and nothing is being returned for investigation.

Event description:
It was reported that a ventilator had a blank screen. The ventilator was not on a patient at the time of the event.